Event description:
It was reported that the valve would change pressure-levels on its own.

Manufacturer narrative:
The valve was implanted in 2008 and explanted at about 3 months later. The valve was patent and passed siphon, reflux, and leak testing. It was adjustable to and stable at all pressure level settings. The valve performance did not meet established specifications for pressure-flow and preimplantation testing. While proteinaceous debris found inside the valve could have partially occluded the valve resulting in high pressure flow results. No other noted anomalies were found. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.